Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1800946). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
Additional information received: the broken part remains in the root canal. The broken part was incorporated into the filling. Treatment is not complete. Further treatment is tooth extraction if the broken part cannot be removed. Further information requested as to the outcome of treatment. Additional information will be submitted once it is available. Investigation results are pending and will be submitted once they are available.